Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this device was implanted, but the right ventricular (rv) lead was unable to be inserted into the header. The device was then replaced. This was an attempted implant. No adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory a thorough analysis was completed and reviewed. This device was subjected to and passed all returned product testing. Analysis determined that the device met specification.